Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted successfully. The patient was discharged the same day on dual anti-platelet therapy (dapt). At the routine 45-day follow-up appointment, a thrombus was observed on the face of the closure device via transesophageal echocardiogram (tee). Oral anti-coagulation medication was added to the patient's current dapt regimen. The patient is expected to return for follow-up transesophageal echocardiogram in 30 days.